Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture occurred. The 99% stenosed, extremely calcified and tortuous lesion was located in the distal circumflex (lcx) artery. A non-bsc guide catheter and guide wire were inserted and a non-bsc balloon was used to predilate the lesion. The physician attempted to implant the taxus express2 2.75x28mm drug eluting stent in the distal lcx. As the physician attempted to inflate the taxus express2, he noted that the "pressure did not rise" and that the balloon was ruptured. The procedure was completed with another device. The patient status was good.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.